Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) was consulted, discussed the out-of-range measurement and that out-of-range measurements were recorded the previous year. Ts recommended raising upper limit. This crt-d remains in service. No adverse patient effects were reported.